Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 31 mmol/l and the patient was treated with insulin via pen and pump. The insertion site was abdomen. The infusion set was in use for one day. No further information available.